Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The caller was unable to reset the pump at the time of the call due to not having a charging cable and was advised to call later for assistance with the reset.